Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed loss of capture (loc) at maximum output and pacing impedance measurements of greater than 2000 ohms one day post implant. The patient was seen for a revision procedure where device connections were checked and noted to be normal. Out of range pacing impedance measurements were not able to be reproduced. The lead was hooked up to the pacing system analyzer (psa) where loc was still noted at maximum output. The lead was subsequently repositioned with good resulting numbers. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.